Event description:
It was reported that a vena cava filter did not deploy. The physician used another vena cava filter for a successful outcome and no harm to the pt.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample has not been returned for eval to date. Based on the info received, the results of the investigation are inconclusive and the root cause is unk. The current info for use (IFU) for this device states the following precautions: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.